Manufacturer narrative:
Aso evaluated retained samples for adhesion properties on 12/07/2015 with no issues observed with the samples. In addition, aso evaluated returned samples by the end user for adhesion properties on 12/08/2015 with no issues observed with the samples. Also reviewed satisfactory biocompatibility reports on products manufactured with the same materials.

Event description:
End user reported that device ripped off his skin on his leg. Medical attention was not sought.